Event description:
This lead was implanted on (B)(6) 2005 and remains implanted at this time. This is noted due to high right ventricle pacing impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).